Event description:
A malfunction alarm, specifically malfunction code 12, was reported with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. The customer was instructed by cts to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery. Additionally, the customer was guided on how to put the pump into storage mode before returning it to tandem. A pre-paid label was provided for the return, and the customer acknowledged the instructions.